Event description:
It was stated by the nurse that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading of 413 mg/dl. The customer changed the infusion set two days prior to the event. Troubleshooting was performed. The insulin pump passed the prime and high pressure tests. The bolus history showed that the last bolus was delivered in september. The customer also stated that she has not had any basal rates programmed since november. Unable to determine if there were any insulin pump malfunctions since the customer never called to report the issues. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.